Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The therapy date and model for the concomitant devices(s) is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. As such, surgical intervention was undertaken during which the entire system was explanted. The patient is reportedly healing well. The patient's device details are unknown at this time.